Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment issue could not be confirmed due to the condition of the returned device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a right iliac artery. A non-abbott sheath was placed in the lesion. During deployment, the thumbwheel of an 8.0 x 60 mm absolute pro stopped turning after 3 turns and the stent partially deployed. The non- abbott sheath was pulled back slightly because it was thought that the sheath might be stopping the stent from deploying and then the delivery catheter was pulled back slightly in an attempt to deploy the remainder of the stent; however, the stent struts started to elongate. The non-abbott sheath was advanced over the stent delivery system to capture the stent. The delivery catheter was tugged on and it elongated the stent enough to pull the stent back into the sheath and all devices were removed together. As access was lost, the procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. A follow up report will be submitted with all relevant information.